Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s caregiver was manually correcting blood glucose at 95 mg/dl, after which the ilet algorithm delivered additional insulin, and blood glucose subsequently fell below 70 mg/dl. Symptoms included low blood glucose. Outcomes included temporary low glucose that was addressed with oral fast-acting carbohydrate per education. Investigation included troubleshooting and user education regarding appropriate hypoglycemia treatment and the impact of preemptive corrections on the algorithm¿s learning. Investigation of this case revealed that user-initiated corrections at near-target glucose led the algorithm to adjust further, contributing to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user interaction inconsistent with recommended use, with device function not found to be defective.